Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact; using a test battery, the insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump shows no display. It was reported that the customer had tries to swap out batteries, but display remained blank. The customer's blood glucose level was reported to be 270mg/dl. It was reported that the pump would be replaced. No further information provided.